Event description:
Breast oncology ¿ mastectomy during surgery 0-15 minutes of surgical delay around 2 hours into a mastectomy case with the plasmablade device the device tip was cleaned in the slot on the holster and the surgeon noticed the coating on the electrode was flaking off. The flaking coating did not make contact with the patient. A new hand piece from an unknown lot was used to complete the case. No patient impact.

Manufacturer narrative:
(B)(4) investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade 4.0, product number: ps200-040, lot number: fl50810526, expiration date: 2017-05-01, quantity returned: 1. Testing performed: device packaging inspection: received inside a (B)(6) with no packaging to fill the negative space. Inside the small pak was a single bio-hazard bag with the plasmablade 4.0, clear tray, and tyvek lid. Lot number and the device name match the information listed in the corresponding product event page within gch from the tyvek lid. No additional paperwork was included. Device visual inspection: device appears to have been used with dried blood on hand piece and blade. Electrode tip coating is damaged as the glass insulation coating is peeled, cracked and flaked off; and blade is bent, which visually relates to the reported complaint description, figure #1. Both cut and coag buttons have a tactile feel functional inspection: not performed as the reported complaint was confirmed via visual inspection. Lhr review: a review of the lhr for lot # fl50810526 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: the reported issue contained in gch was confirmed in the laboratory environment. Visual inspection confirmed that the glass insulation coating on the electrode was peeling, detached in several areas, heat shrink was slightly melted as well as the electrode is slightly bent which may have caused the glass insulation coating to become compromised resulting in the peeling, cracking and faking of the tip coating. Due to the fact that the blade coating is a glass insulator, if the blade is bent the glass to metal adhesion will be compromised. Such devices are quality inspected prior to release to the customer. In reference to this particular complaint, the insulation coating damage was detected after release of the product for distribution; therefore it is likely that any damage to the electrode glass insulation coating would have been detected during manufacturing assembly, testing or during inspection. An excessive build-up of tissue results in the overheating and melting of the heat shrink. The rf energy is affected by gunk build-up and causes a change to the electrical path causing the energy to be directed to the tissue attached to the device (in this case near the heat shrink) rather than to the patient. When the energy path is directed to the tissue on the heat shrink, the component experiences high temperature and over time, it is possible for the heat shrink to degrade. The complaint will be tracked and trended in gch. A likely cause of the failure plausibly suggests the electrode was compromised during use as the electrode appears bent at the interface of the heat shrink and the electrode tip which compromised the glass insulation coating and caused it to peel and flake off. The IFU recommends bending the shaft and not the tip as bending the tip may compromise the glass insulation coating. The IFU outlines proper cleaning and use of the plasmablade and specifically relates to the reported complaint as listed below: lbl-00165 rev. C ¿ plasmablade 4.0 ¿ IFU ¿ precautions and warnings: when bending the peak plasmablade shaft, do not exceed a 45° angle with the plane of the shaft. Do not bend more than three times. Bend the shaft, not the tip. Excessive bending of the shaft may compromise performance of the device or cause device failure, which could result in patient or user injury. Use finger force to shape the shaft; do not use forceps as this could damage the device. Do not use sharp or abrasive instruments or materials to clean eschar buildup on the electrode tip as this may damage the tip. Prior to use, inspect the peak plasmablade for any defects. Do not use if insulation or connectors are damaged. Take care when handling the electrode tip to prevent possible damage to the tip and to prevent user injury. Eschar buildup on the tip can be removed manually with gloved fingers or gauze pads, or by inserting the tip into the slot at the front of the holster and drawing the device backwards through the slot. Inspect the device for any signs of damage after cleaning. Reference documents: 42-10-1020 rev. E ¿ work instructions for complaint investigations ¿ disposable devices 31-10-1368 rev. E ¿ product specification and quality plan ¿ plasmablade 4.0 lbl-00165 rev. C ¿ plasmablade 4.0 ¿ IFU ¿ instructions for use 61-10-0017 rev. H ¿ device button tactile test procedure test equipment: no functional inspection was performed therefore no test equipment was utilized. (B)(4).

Event description:
Around 2 hours into a mastectomy case with the plasmablade device the device tip was cleaned in the slot on the holster and the surgeon noticed the coating on the electrode was flaking off. The flaking coating did not make contact with the patient. A new hand piece from an unknown lot was used to complete the case. No patient impact.

Manufacturer narrative:
Product event #(B)(4) investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: ¿ device name: plasmablade 4.0 ¿ product number: ps200-040 ¿ lot number: fl50810526 ¿ expiration date: 2017-05-01 ¿ quantity returned: (B)(4) testing performed: ¿ device packaging inspection: ¿ received inside a (B)(4) box was a small pak with no packaging to fill the negative space ¿ inside the small pak was a single bio-hazard bag with the plasmablade 4.0, clear tray, and tyvek lid ¿ lot number and the device name match the information listed in the corresponding product event page within gch from the tyvek® lid ¿ no additional paperwork was included ¿ device visual inspection: ¿ device appears to have been used with dried blood on hand piece and blade. ¿ electrode tip coating is damaged as the glass insulation coating is peeled, cracked and flaked off; and blade is bent, which visually relates to the reported complaint description, figure #1. ¿ both cut and coag buttons have a tactile feel functional inspection: not performed as the reported complaint was confirmed via visual inspection. Lhr review: a review of the lhr for lot # fl50810526 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: the reported issue contained in gch was confirmed in the laboratory environment. Visual inspection confirmed that the glass insulation coating on the electrode was peeling, detached in several areas, heat shrink was slightly melted as well as the electrode is slightly bent which may have caused the glass insulation coating to become compromised resulting in the peeling, cracking and faking of the tip coating. Due to the fact that the blade coating is a glass insulator, if the blade is bent the glass to metal adhesion will be compromised. Such devices are quality inspected prior to release to the customer. In reference to this particular complaint, the insulation coating damage was detected after release of the product for distribution; therefore, it is likely that any damage to the electrode glass insulation coating would have been detected during manufacturing assembly, testing or during inspection. An excessive build-up of tissue results in the overheating and melting of the heat shrink. The rf energy is affected by gunk build-up and causes a change to the electrical path causing the energy to be directed to the tissue attached to the device (in this case near the heat shrink) rather than to the patient. When the energy path is directed to the tissue on the heat shrink, the component experiences high temperature and over time, it is possible for the heat shrink to degrade. The complaint will be tracked and trended in gch. A likely cause of the failure plausibly suggests the electrode was compromised during use as the electrode appears bent at the interface of the heat shrink and the electrode tip which compromised the glass insulation coating and caused it to peel and flake off. The IFU recommends bending the shaft and not the tip as bending the tip may compromise the glass insulation coating. The IFU outlines proper cleaning and use of the plasmablade¿ and specifically relates to the reported complaint as listed below: lbl-00165 rev. C ¿ plasmablade¿ 4.0 ¿ IFU ¿ precautions and warnings ¿ when bending the peak plasmablade shaft, do not exceed a 45° angle with the plane of the shaft. Do not bend more than three times. Bend the shaft, not the tip. Excessive bending of the shaft may compromise performance of the device or cause device failure, which could result in patient or user injury. Use finger force to shape the shaft; do not use forceps as this could damage the device. ¿ do not use sharp or abrasive instruments or materials to clean eschar buildup on the electrode tip as this may damage the tip. ¿ prior to use, inspect the peak plasmablade for any defects. Do not use if insulation or connectors are damaged. ¿ take care when handling the electrode tip to prevent possible damage to the tip and to prevent user injury. ¿ eschar buildup on the tip can be removed manually with gloved fingers or gauze pads, or by inserting the tip into the slot at the front of the holster and drawing the device backwards through the slot. Inspect the device for any signs of damage after cleaning. (B)(4).